Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in the gray connector was confirmed, and was considered manufacturing related. The implicated and returned product was a 6fr triple-lumen powerpicc solo. The gray connector was cracked and a 1mm x 0.5mm portion of the thread broke away and was not returned for investigation. The valve was still held in place. Cavity ¿o¿ was identified on the gray connector. No cracks were observed on the other connectors. The red and white connectors were molded in cavity ¿o¿ and ¿j¿, respectively. A microscopic examination revealed that the crack had sharp edges and no plastic deformation was observed. A lot history review (lhr) of rebv1547 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC line began to leak from the hub. It was noted that the hub was cracked. The PICC was removed and replaced. No reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebv1547 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the sales rep that the facility reported that the PICC line began to leak from the hub. It was noted that the hub was cracked. The PICC was removed and replaced. No reported patient injury.